Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the wife of a patient was shaving her husband. After she completed the task while she was walking back to her chair her foot was tangled in the loop of the repositioning sling. As a consequence of the event patient relative sustain foot pain. The x-rays egamination was (B)(6).

Manufacturer narrative:
The investigation revealed that a new strap material is causing that the loop creates a wider opening when a strap is hanging and touching the floor. This may lead to a potential tripping hazard. Additionally, during the material change implementation, tripping hazard was not considered as a harm. Therefore the codes in section h of the report were corrected.

Manufacturer narrative:
Additional information will be provided upon investigaton conclsuion.